Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was experiencing high blood glucose and she wasn't sure why. She changed the battery and the device had alarmed battery out limit. Customer's blood glucose was 323 mg/dl. Troubleshooting was finished as customer didn't want to continue when she noticed her blood glucose had lowered to 311 mg/dl. Customer declined troubleshooting for any other issues and was advised to call back if issues persisted. She is not returning the device for analysis.